Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: two unused, unopened device samples were received. No damage or other anomalies were visually found. Based on analysis, the complaint cannot be confirmed as a manufacturing nonconformance, but is highly probable to be related to a variation in user technique. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored and corrective and preventative actions will be taken accordingly.

Event description:
It was reported that the customer needs to test the compatibility or mating of the catheters to their item number. It also stated that their customer is saying that the extension set and/or male luer pops off the catheter female luer during CT injection. This is intermittent, but they have seen an increase. They want to verify that all items are in spec and validate under high pressure injection. There was patient involvement and unknown patient harm/adverse event reported. Date of event was in march/april still on going. The event occurs at CT. Affected quantity reported as 2.